Manufacturer narrative:
The device was returned to olympus as part of an asset return process. Additional to the fan issue, the power supply needed to be replaced as part of the electrical system. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii video system center was returned as part of an asset return. Upon inspection and testing of the returned device, it was observed that there was a noisy fan and a fan failure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the fan was noisy due to failure of the fan. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.